Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported the unit is constantly showing patient disconnect, low tidal volume. It is unknown if the device was in use at time of the event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 07jan2019. Date rec¿d by MFR: 04jan2019. The manufacturer's field service engineer (fse) confirmed the reported issue and replaced the defective flow sensor and data acquisition, pcba (printed circuit board assembly) to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 15may2019. A gas delivery system (gds) was returned to the failure investigation (fi) lab for evaluation. The external visual inspection of the customer returned component revealed that this unit was missing the o2 valve solenoid with no signs of damage or contamination the data acquisition (da) board was returned to the fi lab for evaluation. The visual inspection of this customer returned da board did not reveal any signs of damage or contamination. The customer returned da board and the fi test o2 valve solenoid was installed onto this customer returned gds. The test ventilator did boot into diagnostic mode but the air flow accuracy test verification did not pass. The unit failed at zero standard liters per minute (slpm). The customer complaint of low tidal volume was not duplicated. This air flow accuracy failure was caused by an out of specification air flow sensor u1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.